Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that a patient underwent a revision procedure due to a greater trochanteric fracture. It is unknown if a fall occurred to cause this fracture. Attempts have been made and no information is available at this time.